Event description:
It was reported that the patient was undergoing thrombectomy of a dialysis graft when the tip of the ptd separated. The device tip migrated and lodged in the right lung base. The patient is asymptomatic and there have been no subsequent problems related to this event.